Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient had a painful pocket site. There were no factors that could have led to the issue. The rep reported that the patient reported painful pocket site to the healthcare provider (hcp). The hcp planned to explant the battery only. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) (B)(6) 2018. It was reported the patient was having the ins explanted and they plan to leave the surgical lead in place. They are explanting ins as it has been causing discomfort at pocket. It was unknown whether they will be replacing the ins in the future. No further complications were reported/anticipated.